Event description:
Review of the export data with qe revealed it was likely that the medical professional did not swipe the magnet upon performing magnet mode diagnostics. It was determined based off of the review that the false low output current likely appeared because the magnet settings were changed prior to performing the tests, such that the last delivered magnet pulse stored in the ipg did not match the new value as no magnet swipe had occurred yet.

Event description:
It was reported that a low output current warning was observed on the patient's vns when increasing the settings from 0.625 ma to 0.750 ma. The lead impedance was within normal limits at 4,150 o and that the battery status was at 75-100%. The np indicated that she had been running both system and magnet mode diagnostics and that she had not waited for a full cycle to proceed. Cuq recommended system diagnostics be performed without a magnet swipe. Diagnostics were ran and found to be within normal limits. The vns was able to provide the programmed output current. No additional relevant information has been received to date.